Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report two of two for the same event; see also 3004485144-2016-00167.

Event description:
The sales associate reported during surgery, the screw that is part of the cross connector, was sticking. The doctor was unable to loosen the screw. The screw was stuck so the device was unusable, however the surgeon ended up not needing it.

Manufacturer narrative:
The returned device was evaluated. There is some minor deformation on the pentalobe drive feature, indicating the set screw may have been rotated. As part of intended function, tightening of the set screw engages a retaining pin to prevent the set screw from backing out. The set screw was not able to be rotated when functionally tested with a mating driver. This along with the evidence the set screw may have been rotated by a user indicates the set screws may have been tightened and locked prior to surgery. A review of the manufacturing records did not identify any issues which would have contributed to this event.